Event description:
It was reported that the anesthesia workstation failed the system checkout due to the pressure being out of range. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. Our field service engineer investigated the anesthesia workstation (hereafter named system) onsite. The fresh gas pressure transducer pcb was found faulty and was replaced. This solved the reported failure and the system was cleared for clinical use. The fresh gas pressure transducer pcb was returned for investigation. The received fresh gas pressure transducer pcb was simulated use tested in a test system. System checkout was performed several times without deviations and long term test in ventilation mode during 7 days could not reproduce the reported failure. No fault has been found on the returned fresh gas pressure transducer pcb. Evaluation of the received logs confirm the reported failure. The test log shows that the system checkout failed due to that the measured zero pressure offset value for the fresh gas pressure transducer was 0 volt. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is around 2 volt. During system checkout this offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. Investigation performed for this fault has found that the most probable cause of the reported failure is a loose or bad contact in the customer system in the contact between the pressure transducer pcb and the pcb that holds the pressure transducer pcb. This could however not be confirmed. The connection between the pressure transducer pcb and the pcb that holds the pressure transducer pcb has been improved. The improvement has been implemented in the production line of new systems. The system in this complaint was manufactured before the improvement was implemented. Our conclusion is that the returned fresh gas pressure transducer pcb was faultless and that the most probable cause of the reported failure was that the connection between the fresh gas pressure transducer pcb and the pcb holding the pressure transducer was loose or bad.

Event description:
Manufacturer's reference (B)(4).